Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain. The pump contained morphine at a concentration of 5 mg/ml with an unknown dose. It was reported the patient had their pump explanted in (B)(6) 2015. The device blocked nerves to the patient's legs and feet, and the device was a lot larger than the stimulator the patient had replaced with it. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.